Manufacturer narrative:
Update to d4: lot number. Update to d9: is this device available for evaluation? Update to h4: device manufacture date.

Manufacturer narrative:
According to the customer contact, "machine is not running properly with the new filter." Per the customer, "it takes longer for the machine to start misting" and "sometimes does not turn on." The customer reported that she has been "unable to receive her albuterol treatments due to the machine malfunction." The customer stated, she is currently "feeling fine." The customer contact did not report any serious injury, medical intervention, or follow-up care related to the reported incident. No additional information is available regarding the customer reported incident at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer contact, "machine is not running properly with the new filter." Per the customer, "it takes longer for the machine to start misting" and "sometimes does not turn on."